Manufacturer narrative:
Product ID 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A post-operative infection and possible cerebral spinal fluid leak was reported. It was noted the entire system was explanted on (B)(6) 2013 due to the infection. There was no alleged product issue. The patient status at the time of the report was, ¿alive - no injury.¿ there were no patient symptoms or complications associated with this event.

Event description:
Additional information received reported that there was a post-operative infection at the burr hole and an explant was required as a result of the event. It was noted that the patient was alive with no injury at the time of the report. It was noted that the explant date in the additional report conflicted with the original report, and was noted at 2013-(B)(6); it is unclear which date is correct.

Event description:
It was further stated that "last few infections have been at burr hole site as well as pocket," but it was unknown what event this pertained to. The information was also reported in manufacturer's reports #3004209178-2013-21565, 3007566237-2013-03854, and 30042091 78-2013-21568.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had antibiotics administered on (B)(6) 2013. The patient did not have meningitis. The patient's symptom was "drainage". The primary location of the infection was the device pocket and the lead track. A culture was obtained from the device pocket and the cerebral spinal fluid (csf). The organism culture was unknown. The patient received IV antibiotics and had a total device system explant. It was stated that the patient outcome was "ongoing".